Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient discontinued recharging the scs system about 6 months ago. Reportedly, the ipg became inoperable. Subsequently, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model.